Manufacturer narrative:
H.6. Investigation: 12 samples were received. They came in an open packaging blister and they all have the plastic shield. They were tested by connecting each of them to a syringe with saline solution. The solution didn¿t go through the needle. Failure mode was verified. Foreign material (fm) can be introduced to the fluid path during the manufacturing process which could cause the needle to become clogged. All product is automatically checked for clogged needles during the production process. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches.

Event description:
It was reported that during use of the bd precisionglide¿ needle there was an issue with the needle being clogged. The following information was provided by the initial reporter, translated from portuguese to english: I use bd needles a lot (30g x ½). It is normal about 3 per box of 100 units, come clogged and can not be used. In my last purchase I received needles from lot 9112781 manufactured in may 2019, and some 15 units per box are coming clogged. Besides not being able to enjoy each unit, it hinders the service.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that during use of the bd precisionglide¿ needle there was an issue with the needle being clogged. The following information was provided by the initial reporter, translated from portuguese to english: I use bd needles a lot (30g x ½). It is normal about 3 per box of 100 units, come clogged and can not be used. In my last purchase I received needles from lot 9112781 manufactured in may 2019, and some 15 units per box are coming clogged. Besides not being able to enjoy each unit, it hinders the service.